Manufacturer narrative:
D4 - primary UDI number: corrected. D4 - lot #, h3, h6: updated. The suspect product was returned for evaluation. Visual inspection confirmed that there were no anomalies found. The lot history review was performed, and it was confirmed that there were no previous conformities noted. Functional test was performed and it was found that there was a pinhole leakage from the trach cuff. The allegation made by the complainant was confirmed. However, the probable root cause of the event was unable to be determined.

Event description:
It was stated that leakage was identified on the third day of use while the device was in use with a patient. The issue was resolved by replacing the device with another brand. The event occurred in a hospital and was handled by a health professional. The outcome was resolved. There was patient involvement but no patient harm.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
H6: codes were updated. One device was returned for investigation and photos provided by the customer. As received, there were no damages or anomalies observed. In order to replicate clinical use, the trach was filled with 5ml of water using an ICU medical provided syringe as per IFU. A pinhole leak from the trach cuff was observed immediately after filling. Visual and functional testing was performed. The complaint of leakage can be confirmed. The probable cause of the reported problem unknown.